Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing of r waves was observed after an appropriate shock. Programming changes and further testing were recommended.